Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31july2019. The manufacture's field service engineer (fse) replaced the power management board to address the finding. The ventilator successfully passed a performance verification check and was returned to service. The part was returned to the manufacturer for investigation: the power management (pm) pcba was tested and no failures were identified. The 1104 error code could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported an 1104 error was received [backup alarm failed (post)]. The device was in use; however, there was no impact to the patient.